Event description:
Case description: investigation results: novopen batch: unknown; no investigation was possible, because neither sample nor batch number was available. Since last submission following has been updated: investigation results updated. Manufacture comment updated. Narrative updated accordingly. Manufacturer's comment: 21-oct-2019 : as the device (novopen) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 684357. H3 continued: evaluation summary novopen batch: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) was hospitalized as she was ketonic (diabetic) [diabetic ketoacidosis]. Serious fault with the device with a memory function defective [device information output issue]. Case description: this serious spontaneous case from the (B)(6) was reported by a consumer as "was hospitalized as she was ketonic (diabetic)" with an unspecified onset date, "serious fault with the device with a memory function defective" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". The patient's height, weight and body mass index were not reported. Medical history included type 1 diabetes mellitus (duration not reported). It was reported that patient was using novopen and presented with a serious fault with the device with a memory function that was withdrawn shortly. On an unknown date patient was hospitalized as she was ketonic. The batch number was requested. The action taken to novopen was product discontinued. The outcome for the event "was hospitalized as she was ketonic (diabetic)" was not reported. The outcome for the event "serious fault with the device with a memory function defective" was not reported. No further information available. The case is linked to argus case (B)(4) (same patient).